Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that approximately three weeks after implantation, the PICC line was found to be leaking from a rupture between the clear lumen and uppermost plastic hub. The line had to be replaced. No part of the original device was left in the patient, and there were no further injuries aside from the replacement procedure.